Event description:
The customer reported defective pressure sensors, specifically, the need for them to be replaced often. There was no patient involvement.

Manufacturer narrative:
The reported event of defective pressure sensors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. The attached investigation summary is for pr (B)(4), and an investigation can¿t be performed using it alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The reported event of defective pressure sensors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. The attached investigation summary is for (B)(4), and an investigation can¿t be performed using it alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. Device was not returned to manufacturing facility.

Event description:
The customer reported defective pressure sensors, specifically, the need for them to be replaced often. There was no patient involvement.